Event description:
It was reported that the right ventricular lead had some abnormal sensing with undersensing of a possible premature ventricular contraction (pvc) and twave oversensing. The doctor was unable to reproduce these findings and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.